Manufacturer narrative:
On (B)(6) 2021, per proper codification the codes were updated: local reaction and lymphadenopathy codes were removed per clinical review. On (B)(6) 2021, it was reported to mentor that the right side was removed on (B)(6) 21 and left side was removed on (B)(6) 21. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, local reaction, lymphadenopathy, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered bilateral generalized illness, local reaction, lymphadenopathy, rupture. The patient experienced breast swelling in the left breast and milk production in both breasts, fatigue, dizziness, vertigo, feeling of numbness in arms at times, lymph nodes in groin and left arm are swollen. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 650cc on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 9/2/2021, a manufacturing record evaluation was performed for the finished device 1010996 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).